Manufacturer narrative:
A lead tip stiffness test was performed, and was found to be within specification.

Event description:
The lead was explanted due to a lead perforation. The lead was observed 2 cm outside the heart. Explant procedure was without complications.